Event description:
Starting in 2008, the pt experienced swelling in her legs when she was standing. Her legs were swollen and blue from the knees to the feet. Impedance measurements for the right side lead were all greater than 4,000 ohms. The lead and both extensions were replaced. After the replacement procedure, the pt received relief from her pelvic pain and had voiding control though the condition in her legs remained. She was admitted to the hospital for treatment. Per the physician, the pt had other conditions which were possibly causing the swelling. The device was turned off in late february with no change in the leg symptoms. The condition remains ongoing.